Event description:
New information received notes that the rv lead found to be dislodged during routine follow-up in clinic. Loss of capture and decrease in r-wave amplitude were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead was found to be dislodged on x-ray. The lead was explanted and replaced.